Event description:
Biotronik was informed that the pt was inappropriately shocked and it was later noted that the device did not detect ventricular fibrillation and the patient expired. No additional info is available.